Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device was discarded.

Event description:
Glenosphere inserter was bent from prior use/ general wear and tear from being in the loaner set. The tip broke off when trying to thread/unthread it on to the glenosphere. You could see that it was bent.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Additionally it was reported: ¿glenosphere inserter was bent from prior use/ general wear and tear from being in the loaner set.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Glenosphere inserter was bent from prior use/ general wear and tear from being in the loaner set. The tip broke off when trying to thread/unthread it on to the glenosphere. You could see that it was bent.